Event description:
Report received from the USA stating that the device was "heating up" during pretesting. There was no pt involvement or injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.